Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reportedly that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customers blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the unexpected shutdown issue could not be verified.